Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, it was reported that an occlusion alarm occurred and the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose. No further information was obtained.